Event description:
The patient mentioned that they had been experiencing higher readings than normal. They obtained blood glucose readings in the high 140's - 160's. A normal blood glucose reading for them is in the 120's. The patient did not experience any symptoms at the time of testing. The patient visited their physician and was told to increase their oral medication. The physician did not test their blood glucose and increased the medication based on the meter readings. The patient visited their diabetes educator the same day of the physician's appointment and they ran three control solution tests, which all fell out of range. The diabetes educator advised the patient to to increase the medication and to wait unitl they contact lifescan to get the meter fixed. The diagetes educator in the meantime provided the patient with another ultra meter with the same test strips and control solution and test strips passed. The patient mentioned that they discarded the subject test strips and solution, so they were unable to confirm with mas the condition of the test strips. Per patient, the test strips were not expired and were in good condition. They also mentioned that the control solution was also not expired. Per patient the meter was coded properly and the technique of applying blood on the test strip was correct.